Event description:
According to the reporter, during a laparoscopic hysterectomy, at the middle of stitching process of the surgeon while closing vaginal cuff, the needle broke in half in the vaginal cuff, and the tip/proximal half of the needle was not retrieved because it could not be located. Half of the needle that was accessible was retrieved, and free sewn was done to resolve the issue and complete the case.

Manufacturer narrative:
Concomitant medical products: vloca008l - vloca008l v-loc 180 0 abs reload 20cm, lot# n1l0766y. If information is provided in the future, a supplemental report will be issued.